Event description:
Investigation completed on a smiths medical ventilators/pneupac ventilators . Summary in h -10.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac accessories . Device arrived with no physical damage. Evaluation and tests performed confirmed event of leaking at connection to the inlet fitting with the o2 hose. The event was caused by an expired oxygen hose. The hose was not to be in use. Device then passed all testing .

Event description:
Information was received that a smiths medical pneupac medic responder vent was "leaking o2 externally". It was also reported the device was not used on a patient and no harm resulted.